Manufacturer narrative:
A review of the complaint history, device history record, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that a flexor ansel guiding sheath was being used with a lysis catheter for a lysis procedure. It was reported that the once the lysis catheter was placed in the ansel sheath it appeared to be "leaking more than usual." The ansel was replaced with a "55 raabe," and they procedure was completed successfully. No adverse events have been reported regarding this occurrence.